Event description:
A discordant troponin I result was obtained on a patient sample. The sample was repeated in duplicate and negative troponin I results were obtained. The negative troponin I result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the discordant ultra troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to operator not following manufacturer's recommendation of priming water bottle after replenishing water supply. Fse instructed the operator to prime instrument as per operator's manual. The instrument is performing within specs. No further eval of the device is required.